Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2011 at 7:00pm she obtained blood glucose readings of ''158 mg/dl'' with the subject meter and ''53 mg/dl'' on another meter (onetouch ultramini), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. Immediately after testing, the patient reported feeling tired and ''weird.'' The patient claimed she treated self with food and/or drink. At the time of troubleshooting, the cca that the patient did not have control solution to test the subject meter and test strips. However, the subject meter has been returned and evaluated by lifescan product analysis (pa) on 04/07/2011 with the following findings: the meter involved in this case has passed testing with no faults found. This complaint was initially ruled-out as reportable event due to the following conclusion(s): although the patient treated self with food and/or drink, there is no indication that the subject meter caused or contributed to a serious injury. The patient's symptoms or blood glucose readings do not meet lfs' criteria for a serious injury. In addition, the alleged complaint was not confirmed during lfs pa testing. On (B)(4) 2011, lfs completed device evaluation with the test strips involved with this complaint. Investigation revealed that the control solution test result was above expected range. This complaint is now being reported due to the failed testing.

Manufacturer narrative:
The 510(k) # is k073231.